Manufacturer narrative:
This follow up report includes updates to the following sections: a1:patient identifier. B1: report type. B2: outcomes attributed to adverse event. B4: date of this report. F7: type of report. H11: additional manufacturer narrative. Investigations confirmed that the devices met all manufacturing specifications, with no malfunction or nonconformance identified. The reported events included handle breakage during deployment attempts and non-deployment of a third device. Based on the available information, a conclusive cause for the reported events and their relationship to the devices, if any, could not be determined. No patient harm or adverse clinical impact was reported. Complaint trending activities remain ongoing, and appropriate actions will be taken if an increase in similar events is identified.

Event description:
It was reported that two (2) stents were used during a procedure. Both devices were able to navigate the tortuous anatomy; however, each stent experienced breakage at the handle, specifically at the connection point between the outer sheath and the strain relief. The physician then attempted to use a third stent, which did not deploy. A competitor's stent was subsequently used and deployed successfully. No patient harm or adverse clinical impact was reported. Releated report numbers: 3032814119-2026-00002, 3032814119-2026-00003.

Manufacturer narrative:
Device analysis and investigation is in-process.